Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed. Based on the information provided, after the programs on the transmitter assembly were changed, the patient has not experienced any additional shocks and the reported issue was resolved. The stimulator is used to treat pain. The cause of the shocks is due to programming parameters as changing the programs on the transmitter assembly resolved the reported issue (user error-commercial team member). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reportedly felt two shocks and immediately turned the device off. The programs on the transmitter assembly were changed which resolved the reported issue. The patient did not experience any additional shocks. As of (B)(6) 2025, the patient is awaiting authorization for a permanent implant.